Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5090478.

Event description:
It was reported in a voluntary medwatch report (mw5090478) that a patient reported application audio alert issues with the blue tooth in their car. They stated that a person reported that they were involved in a serious car crash because of this issue. The event description, the issues with the person's blue tooth and the dexcom app and alerts preceding the car crash were not provided. Per medical review, this report would constitute an adverse event due to an allegation of a serious car crash that was reported. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.